Event description:
It was reported patient lost effective stimulation due to high impedances. Investigation was unable to determine which lead was at fault. As a result, patient underwent surgical intervention during which the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000106997.